Manufacturer narrative:
The device has not been returned for evaluation and no images or videos have been provided of the filter in-vivo, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be reevaluated as needed. Pulmonary embolism is one of the potential complications cited in the IFU associated with this product. There are no indications that the device malfunctioned.

Event description:
According to the notice received by way of a civil action complaint filed on (B)(6) 2016, the patient prescribed and implanted an option elite retrievable ivc filter, on or about (B)(6) 2013 by dr. (B)(6) hospital. The plaintiff alleged the patient died as result of a defective filter approximately 2 years after implant, on (B)(6) 2015 at (B)(6) hospital due to a massive saddle pulmonary embolus.